Event description:
It was reported that during a laparoscopic nissen procedure, the flow of gas was obstructed and could not flow normally due to the opening of the valve being on the wrong side than where it was supposed to be. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.